Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fluctuation pulse rate at one forty beats per minute which caused the patient to wake up. In addition, the patient experienced pain in the area of implant and episode of shock therapy. The boston scientific technical services consultant referred the patient to the physician. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.